Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ("endometrial ablation") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 10 months 3 days after insertion of essure, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media: endometrial ablation" no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ("endometrial ablation") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), 10 months 3 days after insertion of essure. The patient was treated with surgery. At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media: endometrial ablation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.